Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that one of the supply bags was not connected properly and had leaked solution all over the floor. It was reported a patient was connected during the incident. It was reported the nurse clamped off the line and started to receive a patient line is blocked alarm. The treatment was canceled and it was reported there was not enough solution to continue. At that point in time, the fresenius technical support representative advised the nurse to follow-up with a peritoneal dialysis registered nurse (pdrn) for instruction on how to discontinue treatment and how to manually drain the patient. Additional information was requested but to date, has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. No information was found related to possible lot numbers for the customer in the selected timeframe. Therefore, no device history record (DHR) review could be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.